Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was returned for analysis but this is not yet complete. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two instances of high-rate non-sustained episodes associated with the patient's right ventricular (rv) lead. The rv lead function programming was adjusted and monitoring will continue with the rv lead still in use. It was further reported that subsequent to the programming change the rv lead was explanted and replaced for oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.